Manufacturer narrative:
The handpiece was received at the MFR for evaluation, and the reported condition of the device overheating was confirmed, as the spindle housing heated up. Based on the investigation details, the likely cause for the overheating was problems with multiple bearings, which were all replaced along with other components as part of preventive maintenance. The handpiece was repaired and returned to the customer.

Event description:
It was reported that the handpiece began overheating during a wisdom tooth extraction and continued afterwards. There was no reported pt or user injury, and the procedure was completed successfully with the same device.